Manufacturer narrative:
It was reported by customer that the male end is breaking off inside of the joint causing leakage. Five samples of item mx4439, lot number 24019322 was submitted for quality evaluation. The samples were visually inspected and no damages or abnormalities were identified. The samples where then connected to a 10 ml bd needless syringe filled with water on one end, and also connected to a sample extension set with a corresponding female luer at the male luer connector end. A fluid push was attempted and there were not leaks, air-in-line and occlusions identified on all the sets. Additionally, the syringe was then connected to the y-site of the assembly and a fluid push was again conducted. There were no leaks, air-in-line or occlusions identified. Finally, the male luers of the samples were inspected for damages due to the customer claim that the male luers were cracking. The male luers were connected to a corresponding female luer and were manipulated to determine if the luers would crack or break easily. The male luers did not crack or break. The customer complaint of connection issues and component damage could not be verified. A root cause for the reported connection issues and component damage could not be determined because the failures could not be replicated. A device history record review for model mx4439 lot number 24019322 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends..

Event description:
Material # mx4439. Batch # 24019322. It was reported by customer that the male end is breaking off inside of the joint causing leakage. Verbatim: rcc received a complaint via email. Email(s) attached. It was brought to our attention today that we¿ve received faulty 4-way stop cocks. These items have contributed to dangerous situations for some of our patients. The manufacturer number is #mx4439 with the affected lot number of 24019322. These items aren¿t threading into the angiocaths properly and the male end is breaking off inside of the joint causing leakage. They also do not swivel properly at the female end. Just wanted to make you aware of this situation. I¿ve contacted our rep at bd for a substitute item and informed her of the defects. Hopefully this doesn¿t affect many other hospitals and clinics!

Event description:
It was reported that bd maxguard extension se t with needleless y-site(s) and stopcock luer lok was breaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. It was brought to our attention today that we¿ve received faulty 4-way stop cocks. These items have contributed to dangerous situations for some of our patients. The manufacturer number is #mx4439 with the affected lot number of 24019322. These items aren¿t threading into the angiocaths properly and the male end is breaking off inside of the joint causing leakage. They also do not swivel properly at the female end.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed